Event description:
The ceramic tip of the the harmonic shears burnt a hole into its opposite (plastic) side, causing it to break off in the abdominal cavity of the patient during a laparoscopic cholecystectomy. Harmonic console fired an alert. Attempts to re-engage the device were unsuccessful.